Event description:
It was reported that, during a left tka a vis adpt guide gii kit was used but did not fit therefore the surgeon continued the procedure conventionally with gen ii instrument set. It is unknown if there was a delay. No patient complications were reported.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation but the reported event could be confirmed. An engineering evaluation was performed and did confirm a potential root cause for the stated failure mode. All checks were not found to be within visionaire standards. The femur was segmented incorrectly. Anterior medial and lateral osteophytes were not included in segmentation and the anterior osteophyte and cortex were over segmented. The clinical/medical investigation concluded that, per complaint details, the visionaire block did not fit correctly; therefore, the surgeon continued the operation conventionally. Responses to information requests have not been provided as of the date of this medical assessment; therefore, it is unknown if there was a delay due to the reported event. It was however, communicated that the ¿customer actually stated verbally that the patient was optimally treated with the genesis ii instrument set without using the visionary cutting blocks.¿ reportedly, the cutting blocks were retrieved from the customer but unfortunately, the devices were ¿accidentally scrapped¿¿. The provided pre-op plan with x-rays do not provide insight into the reported event. Patient impact beyond the reported modified surgical procedure would not be anticipated as no patient injury was reported along with correspondence of optimal treatment. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation/information become available in the future, and/or if significant engineering evaluation findings are noted, the clinical/medical task may be re-evaluated a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we do have reason to suspect that the product failed to meet product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as a design issue in the alignment and segmentation step. The contribution of the device to the reported event could be corroborated as its procedure had to be finished with a standard instrumentation. This issue was evaluated through our internal quality process and determined to be isolated at this time. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka a visionaire femur cut was to be used but the part did not fit therefore the surgeon continued the procedure conventionally. It is unknown if it was a delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.